Event description:
Caller states the pt tested 1.7 inr and 2.3 inr on the coaguchek xs system during duplicate testing. No treatment info provided. No adverse event reported due to results. Requested return of suspect system and replacement was sent.